Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while assembling the reload during a laparoscopic sleeve gastrectomy procedure, the device was difficult to load. At the time of assembly both the reload and handle works, however, it does not allow to press the trigger or actuate the shot button. They used another device to complete the procedure. There was no patient injury.